Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
On (B)(6) 2024, it was noted that the patient continued to have ongoing driveline fault events and was still sleeping on battery power. Additional log files were sent, and the system controller continued to record driveline fault events indicative of a damaged conductor within the driveline. Motor function had not been affected by these events. The log file also indicated that the patient had been sleeping on battery power. It was noted that the patient has an ungrounded cable and power module for home use.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was experiencing many driveline (dl) fault alarms. It was noted that the patient has known short to shield (per-2019-0252567) and was asymptomatic during this event. Log files were sent for review. The log file captured numerous driveline fault alarms between (B)(6) 2024 and (B)(6) 2024. The log file also indicated that the patient did not connect to the power module/mobile power unit during this history. This suggested they had been sleeping on battery power. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. It was noted that the phase data indicated that there was a partial break in the yellow wire. It was unknown if it was in the same area as the short. The records showed that the previous dl repair in 2019 did not resolve the short, so the issue is likely internal. It was reported that the external dl was intact. X-ray images of the driveline were provided. The images appeared to show some wear and kink in the external portion between the repair site and the controller. There was also an internal bend near the pump connection. It was planned to keep patient as an inpatient to monitor them over the weekend. MFR #2916596-2019-05629 (short to shield).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 09sep2024 through 13sep2024 and 22sep2024 through 25sep2024. Persistent, silenced, driveline fault alarms, associated with yellow wrench advisories, were captured throughout the file. Electrical continuity data suggested a potential wire conductor breakdown issue with the yellow wire within phase 1. No other notable events or alarms were observed. Despite this finding, the pump appeared to function as intended and operated at or above the low-speed limit (lsl) for the duration of the file. The account submitted 5 images for review, which showed internal and external portions of the driveline, including the previous driveline repair site. An area of potential kink was observed in the external portion of the driveline; however, no areas of driveline compromise were able to be confirmed. It was reported that the patient was asymptomatic. The patient¿s external driveline is intact. The patient would be monitored inpatient. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., and hmii lvas patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.